Event description:
It was reported that an unexpected reset occurred. There was no available information on the impact to the customer's blood glucose level, as no data was provided. The customer was awaiting the return of the faulty pump for further examination, and a replacement pump was issued.